Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 1.5, laboratory inr: 5.5. The time between testing was twenty minutes. Therapeutic range is 2.0-3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation: discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 1.5, reference: 5.5, mean: 3.5, confidence limits: 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were outside of the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot # 308629 on (B)(6) 2013. Results were as follows: donor: a, inratio: 2.7, 2.8, 2.5, reference: 2.36, bias threshold: 1.36-3.36, %cv: 5.73. Donor: b, inratio: 3.3, 3.1, 3.4, reference: 2.97, bias threshold: 1.97-3.97, %cv: 4.68. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. No product was expected to be returned so retain products were used for investigation testing. Root cause could not be determined from the information provided by the customer. (B)(4). This issue will be subject to tracking and trending. There is no corrective action required at this time, as no product deficiency was established.